Manufacturer narrative:
An additional review of the CT scans was performed and is commented on here in the additional manufacturer narrative. See below. Please note the hde number for this device - h230007. According to reports from the protect study, patient experienced an adverse device event (ae). Ae4. Amds 55-40, lot# c2460437e. Adverse event classification ¿ (ae). Hematoma/pericardial effusion. Date of amds implant ¿ (B)(6) 2024. Event onset date ¿ 02sep2024. Event end date ¿ 02sep2024. Relation to amds device ¿ probably. Relation to amds implant procedure ¿ definitely. Did a pre-existing condition or the acute disease cause or contribute to the event? Yes. Pre-existing condition ¿ debakey type a dissection. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes, life-threatening illness or injury, medical or surgical intervention to prevent permanent impairment of a body structure of function. Is the subject hospitalized due to this ae? Yes. Was the subject already in the hospital? Yes. If hospitalized, date of discharge ¿ (B)(6) 2024. Did device malfunction or deteriorate in characteristics or performance? No. Could this event have led to death or serious deterioration in health had suitable intervention not occurred? Yes. Was there any treatment for the event? Yes. Event outcome ¿ resolved with sequelae. Type of treatment ¿ surgical hematoma removal. Was dialysis done? No. Is amds removed? No. This event is relegated to amds 55-40, lot# c2460437e, for event hematoma/pericardial effusion. Ae3 for this patient will be investigated in complaint (B)(4). Additional information received. Patient died (B)(6) 2024 due to neurogenic shock. The death is unrelated to the amds device. The manufacturing records for the amds 55-40, lot# c2460437e were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient is a 68-year-old female who had an amds 55-40 (serial #/lot #: (B)(6)) implanted on (B)(6) 2024. Debakey type a dissection is listed as the pre-existing condition or acute disease which may have caused or contributed to the event. The reported event did lead to a ¿life-threatening illness or injury and medical or surgical intervention to prevent permanent impairment of a body structure or function¿. The patient was already hospitalized and received surgical treatment documented as ¿hematoma removal¿, which resulted in ¿recovered/resolved with sequalae¿. The patient was discharged on (B)(6) 2024. It is important to note that the amds device was not removed, as there were no notable device malfunction or deterioration in characteristics or performance. Additional details from the patient¿s pre-op visit indicates that the patient presented with clinical symptoms of chest and back pain. The patient did not present with any pre-op malperfusion. The patient medical history was largely unknown. Concomitant procedure performed during amds procedure was ¿ascending replacement¿. CT images were reviewed by an artivion representative for ae4: hematoma/pericardial effusion, and the following significant findings were identified on the pre-op scan ((B)(6) 2024) as ¿thrombus from aortic arch over descending aorta to visceral segment¿ and post-op scan ((B)(6) 2024) indicating ¿stent lumen clearly compressed at the passage into the descending aorta. Dissection from the ascending aorta¿. The reviewer¿s assumption was ¿stent is compressed by dissection (fl). The described stent compression from ae4 can be confirmed on the basis of the post-op CT data and will be investigated under complaint (B)(6). Of note, additional information provided by the protect study team states that the patient died on (B)(6) 2024. It is important to note that the reported cause of death is unrelated to the amds device or procedure. In addition, core lab review of CT images were provided on 09apr2025. No pertinent updates required based on the core lab review. Upon completing a review of the available information, the reported hematoma, likely due to the pre-existing vascular disease required surgical intervention which was performed for removal of the hematoma. Of note, ¿hemorrhage/bleeding¿ is accounted for in the instructions for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. A complaint and recall query was performed for amds 55-40, lot# c2460437e to identify previously reported complaints or recalls associated with this lot number. One complaint was identified for this lot number. No recalls were identified for this lot number. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Manufacturer narrative:
Please note the hde number for this device - h230007. According to reports from the protect study, patient experienced an adverse device event (ae). Ae4. Amds 55-40, lot# c2460437e. Adverse event classification ¿ (ae). Hematoma/pericardial effusion. Date of amds implant ¿ (B)(6) 2024. Event onset date ¿ 02sep2024. Event end date ¿ (B)(6) 2024. Relation to amds device ¿ probably. Relation to amds implant procedure ¿ definitely. Did a pre-existing condition or the acute disease cause or contribute to the event? Yes, pre-existing condition ¿ debakey type a dissection. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes, life-threatening illness or injury, medical or surgical intervention to prevent permanent impairment of a body structure of function. Is the subject hospitalized due to this ae? Yes. Was the subject already in the hospital? Yes. If hospitalized, date of discharge ¿ (B)(6) 2024. Did device malfunction or deteriorate in characteristics or performance? No. Could this event have led to death or serious deterioration in health had suitable. Intervention not occurred? Yes. Was there any treatment for the event? Yes. Event outcome ¿ resolved with sequelae. Type of treatment ¿ surgical hematoma removal. Was dialysis done? No. Is amds removed? No. This event is relegated to amds 55-40, lot# c2460437e, for event hematoma/pericardial effusion. Ae3 for this patient will be investigated in complaint (B)(4). Additional information received. Patient died (B)(6) 2024 due to neurogenic shock. The death is unrelated to the amds device. The manufacturing records for the amds 55-40, lot# c2460437e were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient is a 68-year-old female who had an amds 55-40 (serial #/lot #: (B)(6)) implanted on (B)(6) 2024. The event onset start date was (B)(6) 2024 and ended on (B)(6) 2024. The ae report states that the event was not expected. The event was deemed as ¿probably¿ related to the amds device and ¿definitely¿ related to the implant procedure. Debakey type a dissection is listed as the pre-existing condition or acute disease which may have caused or contributed to the event. The reported event did lead to a ¿life-threatening illness or injury and medical or surgical intervention to prevent permanent impairment of a body structure or function¿. The patient was already hospitalized and received surgical treatment documented as ¿hematoma removal¿, which resulted in ¿recovered/resolved with sequalae¿. The patient was discharged on (B)(6) 2024. It is important to note that the amds device was not removed, as there were no notable device malfunction or deterioration in characteristics or performance. Additional details from the patient¿s pre-op visit indicates that the patient presented with clinical symptoms of chest and back pain. The patient did not present with any pre-op malperfusion. The patient medical history was largely unknown. Concomitant procedure performed during amds procedure was ¿ascending replacement¿. CT images were reviewed by an artivion representative for ae4: hematoma/pericardial effusion, and the following significant findings were identified on the pre-op scan ((B)(6) 2024) as ¿thrombus from aortic arch over descending aorta to visceral segment¿ and post-op scan ((B)(6) 2024) indicating ¿stent lumen clearly compressed at the passage into the descending aorta. Dissection from the ascending aorta¿. Of note, additional information provided by the protect study team states that the patient died on (B)(6) 2024. It is important to note that the reported cause of death is unrelated to the amds device or procedure. At the time of this report several attempts were made for additional information from the study team at the institution to help with the investigation of this case. Upon completing a review of the available information, the reported hematoma, likely due to the pre-existing vascular disease required surgical intervention which was performed for removal of the hematoma. Of note, ¿hemorrhage/bleeding¿ is accounted for in the instructions for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. A complaint and recall query was performed for amds 55-40, lot# c2460437e to identify previously reported complaints or recalls associated with this lot number. One complaint was identified for this lot number. No recalls were identified for this lot number. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Manufacturer narrative:
Please note the hde number for this device: h230007. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Event description:
According to reports from the protect study, patient experienced an adverse device event (ae). Ae4, amds 55-40, lot#: c2460437e, adverse event classification: (ae), hematoma/pericardial effusion, date of amds implant: on (B)(6) 2024, event onset date: 02sep2024, event end date: (B)(6) 2024, relation to amds device: probably, relation to amds implant procedure: definitely, did a pre-existing condition or the acute disease cause or contribute to the event? Yes, pre-existing condition: debakey type a dissection. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes, life-threatening illness or injury, medical or surgical intervention to prevent permanent impairment of a body structure of function. Is the subject hospitalized due to this ae? Yes, was the subject already in the hospital? Yes, if hospitalized, date of discharge: on (B)(6) 2024. Did device malfunction or deteriorate in characteristics or performance? No. Could this event have led to death or serious deterioration in health had suitable intervention not occurred? Yes. Was there any treatment for the event? Yes. Event outcome: resolved with sequelae. Type of treatment: surgical hematoma removal. Was dialysis done? No. Is amds removed? No. This event is relegated to amds 55-40, lot#: c2460437e, for event hematoma/pericardial effusion.